Manufacturer narrative:
Reported issue handle lock has fallen off. Case type: tka device history review review of the product history records indicate 25 devices were manufactured under prodex lot k082e and accepted into final stock on 08/10/2016. No non-conformances were identified during inspection. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42030716 shows 4 additional complaints related to the failure in this investigation. Conclusion the alleged failure mode was confirmed. No additional investigation or specific actions are required.

Event description:
Handle lock has fallen off. Case type: tka.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Handle lock has fallen off. Case type: tka.